Event description:
Progressive collapse at the fracture site with protrusion of the spiral hip blade superiorly into the hip joint. Hardware cut out after left trochanteric fixation nail (tfn). Hardware was removed without event. Removed trochanteric fixation nail, revised with 4.5mm lcp hook plate. The trochanter fixation nail was removed because the helical blade was protruding out of the femoral head and into the hip joint. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). DHR -a review of synthes device history records for manufacturing revealed no complaint related issues. A non-complaint related (B)(4) was found for incorrect pouch used, pouch was acceptable per process development engineering. The investigation could not be completed; no conclusion could be drawn, as no product was received.